Event description:
Cgm accuracy. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the c zone of the parkes error grid.

Manufacturer narrative:
(B)(4).